Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's charging system could no longer communicate with their ipg. In turn, the patient lost stimulation over time. A replacement charging system was sent to the patient and was used along with a programmer and spare charging system via troubleshooting to no avail. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.